Event description:
T was reported that the pump declared alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer was unable to resume insulin therapy despite cts assistance in loading a new cartridge, as the cartridge alarm recurred. Cts decided to replace the pump and confirmed the shipping address, while the customer was instructed to use mdi as a backup therapy. Instructions were also given to put the pump into storage mode and return it via a pre-paid label within 10 days, which the caller acknowledged.